Event description:
It was reported that the subject device had an abnormal touch panel e333 error. This issue occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: touch panel malfunction. Based on the results of the investigation, the suggested event likely occurred due to a touch panel malfunction. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h6, h11.

Event description:
No additional information received from customer.